Manufacturer narrative:
It was reported that right hip revision surgery was performed due to popping, pain, infection, grinding, dislocation and elevated metal ion levels. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup and this failure will continue to be monitored. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was also performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported elevated cobalt and chromium levels and the intraoperative findings of yellowish fluid around the posterior trochanter and capsule, as well as loosening and micromotion of the femoral component may be consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the metallosis and loosening cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that for a bilateral patient, revision surgery on the right hip was performed due to pain, creaking of the hip, and elevated metal ion levels.

Event description:
It was reported that right hip revision surgery was performed due to popping, pain, infection, grinding, dislocation and elevated metal ion levels.